Event description:
It was reported that during a laparoscopic gastric bypass procedure, there was leakage of the trocar. The surgeon needed to convert to an open surgery. The device was discarded. Additional information has been requested:

Event description:
It was reported to boston scientific corporation that a polyflex esophageal stent was used during a stent placement procedure performed on (B)(6), 2010. According to the complainant, the stent was being placed in the esophagus to treat a fistula due to surgery. The anatomy was not tortuous, and was not dilated prior to the procedure. The physician was unable to place the stent. It was reported that the device could not be advanced through the lesion. Upon examination of the delivery system, it was noted that the stent had partially deployed, which prevented the stent from sliding over the guidewire and into position. The procedure was completed with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event.

Manufacturer narrative:
(B)(4), the 10 three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent.